Manufacturer narrative:
The UDI was not provided in the initial report because the part and lot number were unknown. The part and lot are necessary for determining the UDI or primary di number. The complaint comes from an event mentioned in a medical journal, which only mentioned that the device was a via device; it didn't mention the size/kind of via device. At the time, a follow up email was sent to the author of the article to obtain more information, including the part and lot number. The physician did not respond. Two more follow up attempts (three total) were sent to the sales rep who works with that physician. The sales rep asked the physician for more info on two occasions but none was provided.

Event description:
As reported through the journal article titled ¿lateral compression is the strongest independent predictor of aneurysm occlusion after endovascular treatment of intracranial aneurysms with the woven endobridge device¿, a retrospective analysis of a prospectively collected institutional intracranial aneurysm (ia) database was performed for all patients who underwent endovascular treatment of ias with the web device between (B)(6) 2019, and (B)(6) 2022. One hundred and thirty-six webs were single layer (87.7%), and 19 were single layer spherical (12.3%). Adjunctive stents were used in 5 ias (3.2%). The mean procedure time was 43.3 minutes (median 35 minutes, range 16-273 minutes). There were two intra-procedural aneurysm perforations (1.3%), one caused by the via and one by the web, none leading to a permanent deficit this ia cohort includes the use of the web device in off-label anatomic locations such as the posterior communicating, pericallosal, posterior inferior cerebellar, and superior cerebellar arteries. This report addresses the one case of intra-procedural aneurysm perforation by a via. An MDR was submitted for the webs under report 2032493-2023-00977.

Manufacturer narrative:
A search for non-conformances associated with the device could not be performed as the part and lot number was not provided. The device was not returned to a manufacturer for evaluation. Additional information regarding the events in the article is being sought but has not yet been provided. If further information is made available, an investigation will be performed and a supplemental report will be submitted. The event as described could not be confirmed. The instructions for use (IFU) identifies aneurysm rupture as a potential complication associated with use of the device. Almandoz, josser e. Delgado, et al. "Lateral compression is the strongest independent predictor of aneurysm occlusion after endovascular treatment of intracranial aneurysms with the woven endobridge device." Neurosurgery practice 4.3 (2023): e00054.

Event description:
As reported through the journal article titled ¿lateral compression is the strongest independent predictor of aneurysm occlusion after endovascular treatment of intracranial aneurysms with the woven endobridge device¿, a retrospective analysis of a prospectively collected institutional intracranial aneurysm (ia) database was performed for all patients who underwent endovascular treatment of ias with the web device between (B)(6) 2019, and (B)(6) 2022. One hundred and thirty-six webs were single layer (87.7%), and 19 were single layer spherical (12.3%). Adjunctive stents were used in 5 ias (3.2%). The mean procedure time was 43.3 minutes (median 35 minutes, range 16-273 minutes). There were two intra-procedural aneurysm perforations (1.3%), one caused by the via and one by the web, none leading to a permanent deficit this ia cohort includes the use of the web device in off-label anatomic locations such as the posterior communicating, pericallosal, posterior inferior cerebellar, and superior cerebellar arteries. This report addresses the one case of intra-procedural aneurysm perforation by a via. An MDR was submitted for the webs under report 2032493-2023-00977.